Event description:
It was reported that a patient enrolled in the (B)(6) study underwent a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent an open reduction and internal fixation procedure on (B)(6) 2005 due to a fractured trochanter. A monofilament cerclage system and plate were used repair fracture. No implants were removed during this procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.